Event description:
Indication: common variable immunodeficiency with predominant immunoregulatory t-cell disorders. Spontaneous inbound call from pt. Says with her last infusion on saturday - pump made strange noise and stopped working. Pt was not able to infuse last 3 ml dose. Unk if any adverse event resulted. Pt was not aware to call on call service. Will send a new pump and also sent a return box - to get malfunctioning pump back. Reported (B)(6) by pt/caregiver.